Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet system, with a documented nadir of 61 mg/dl and rapid fluctuations during a phone call; the user consumed oral glucose and received device low alerts, and prior education on hypoglycemia treatment and target adjustments had been provided. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included review of user reports and coaching notes regarding treatment timing, target adjustments, and meal announcement adherence. Investigation of this case revealed a pattern consistent with user management factors, including treatment of glucose in the euglycemic range, potential missed meal announcements, and subsequent corrective actions leading to oscillations, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user management and therapy use issues.